Event description:
It was reported that during a peripheral angioplasty treatment procedure, a balloon rupture occurred. The distal posterior tibial was being treated and a coyote es otw 2.5mm x 30mm x 144cm balloon catheter passed through a previously placed stent. The balloon was inflated to twenty four atmospheres and ruptured. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 65+ years. Device evaluated by manufacturer: visual and microscopic examination showed there was blood in the inflation lumen. The inner shaft was detached 19 cm proximally from the proximal balloon bond. The appearance of the fractured end of the inner shaft may be consistent with separation due to tensile overload. The inner shaft fracture face was stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The balloon was detached adjacent to the proximal balloon bond. The balloon portion - including the inner shaft, markerbands and distal tip - were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error since the device was reported to been inflated over rated burst pressure. (B)(4).